Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that when she filled her reservoir and went to connect the tubing to the set, she unwound the tubing and it fell off as it was not connected. No further information available.